Event description:
During a remote follow-up, episodes of noise resulting in oversensing and mode switch were observed on the right atrial lead due to suspected, but unconfirmed, lead damage. Technical support was contacted, however, no intervention was performed. The patient was stable.